Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads and cracked keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and had cracks on the back and center button. The insulin pump had fluid under the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.